Event description:
The patient later reported no therapeutic effect and stimulation in the wrong location. The patient has gone through program 1 to her comfort level. The patient tried program 2 but stated she felt stimulation in vagina which was wrong location. The patient tried program 3 and 4 and also felt stimulation in vagina. It was reviewed it was the normal place to feel stimulation but patient stated this was incorrect for her personally. The patient ended on program 4.the patient to follow up with health care provider hcp to report symptoms and discuss stimulation location.

Event description:
It was reported that there was stimulation in the wrong location. The patient was on 0.70v and stimulation was on, the setting was increased to 0.90v and the patient felt stimulation. Patient felt vibration close to her vaginal area, the program was changed by manufacturing representative on (B)(6) 2015 but it was felt in the wrong location (B)(6) 2015. Furthermore, the patient never had therapeutic effect. Her symptoms did not improve since implant. The patient wanted to change programs. She spoke to her physician/ rep and they told her she could change programs. Increasing stimulation did not help either. Patient was on program 1 at 1.2v. It was changed to program 2. The patient did not see the lightning bolt, patient services helped turn implantable neurostimulator on. The patient was on program 2 at 0.45v, stimulation was still not in the correct location. On (B)(6) 2015, the patient was on program 1 at 0.8v; patient reviewed turning stimulation up to 0.9 was too high. She wanted to change programs, changed to program 3 and increased settings to at least 0.5v. On (B)(6) 2015, the patient requested to go to program 2 as 4 was not helping. Stimulation was lowered to 0.60v. There was pulsing in the upper leg and not in rectum, sometimes in the vaginal area. The patient switched to program 1 and felt it in the vaginal area at 0.70v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0p0l3, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).